Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the mesh and recurrence repair. The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch, reference number 0123460, lot number huuh1969 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove the mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard composix e/x hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch, reference number (B)(4), lot number huuh1969 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to remove the mesh and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective bard composix e/x hernia patch. Addendum per medical records provided by the patient's attorney: (B)(6) 2011 the patient underwent open repair of an incarcerated ventral incisional hernia with implant of composix ex mesh (#1). This was a port site incisional hernia. Op dictation notes the mesh was placed with a 5cm overlap on all margins. (B)(6) 2015 office visit notes. The patient developed a bulge in the left upper quadrant of the abdominal wall in 2014. The patient developed pain and an increase in the bulge. Md diagnosis: moderate to large size incarcerated ventral incisional hernia in left upper quadrant of abdominal wall apparently arose from superior aspect of previous incisional hernia repair. (B)(6) 2015 the patient underwent an open repair of a ventral incisional hernia with "composix mesh" in underlay fashion, using component separation technique. The old composix e/x mesh (#1) was explanted at this time. The patient experienced a prolonged post-op ileus that is noted to have resolved. Post op notes indicate the patient experienced a delay in wound healing in which there was some serous drainage from the midportion of the operative incisional site. The antibiotics were continued for a prolonged period of time. No infection noted.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the mesh and recurrence repair. The patient's attorney did not allege a specific device failure or reason for explant and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records. The medical records note in 2015 the patient was diagnosed with a "moderate to large size incarcerated ventral incisional hernia in left upper quadrant of abdominal wall apparently arose from superior aspect of previous incisional hernia repair." The patient underwent repair of the hernia and the medical records note that the bard mesh was explanted at this time. Based on the medical records it is unclear if the 2015 hernia was a new hernia or a recurrence of the 2011 repair. There were no problems noted to the bard mesh at the time of explant. The additional information obtained from the patient's medical records does not change the initial determination, no conclusion can be made. Updated fields: a2, a4, b4, b5, b6, b7, g1, g2, g4, g7, h2, h6, h11. Corrected field: b3, d7. This file represents the composix ex mesh, the medical records do not indicate any adverse event associated with the "composix mesh." Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.